Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that there was obstruction detected in the central hole of the intra-aortic balloon (iab) tip making it impossible to insert the guide wire and position the iab. There was no reported injury to the patient.